Event description:
The customer reported multiple motor error alarms during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk.